Manufacturer narrative:
Customer reported system failure and broken plunger. No tamper seals were broken but the top case was cracked by the front left bottom corner, screw boss broken inside the plunger case and visible contamination inside and out side the case. Time base bgnd test error found in ehl. This problem was caused by customer and there were multiple components affected. Fluid contamination/corrosion found in main interconnect board. Problem with the oscillator for mco or oscillatory for real time clock. Fluid enter through barrel clamp and contaminated boards. Replaced main pc board, interconnect board and power supply insulator. Power up and performed self test process.

Event description:
It was reported that the device had system failure, plunger driver broken. No patient injury was reported.